Event description:
To summarize this event, a female was implanted with a 25mm amplatzer cribriform occluder (aco) in may. Follow-up echocardiograms were performed and the aco appeared well seated and complete occlusion was observed. For the past few weeks, the patient has been experiencing chest pain. In 2009, the pains became more severe and the patient had a seizure. She presented to the hospital and an echocardiogram revealed an effusion approximately 2.5cm around the heart. A pericardiocentesis was performed and frank blood was removed. The effusion appeared better, however, the edges of the aco appeared to protrude into the aortic root. The device was surgically removed.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.